Event description:
It was reported that a 500 ml exactamix eva (ethylene vinyl acetate) bag leaked from the middle port due to insufficient sealing of the ports with the bag. This was observed after compounding the bag, prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h11. H11: the actual device was received for evaluation. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed, and a leak was observed at the administration spike port bonding area. The reported condition was verified. The cause of the condition could not be determined, however was most likely due to inadequate or lack for cyclohexanone applied to the spike port cap tube when it was inserted to the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.